Event description:
It was reported that during a laparoscopic oophorectomy procedure, they were using the device and losing insufflation. This was using optiview with a 5mm scope; they had been using a 10 mm scope and it was working correctly. They completed the procedure with the device. There was no patient consequence reported. The device will be returning for analysis. They went through a tank and half of gas and the insufflation tubing popped of the machine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.